Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the iliac wing fracture is the implant placement procedure, possibly exacerbated by the patient's misstep injury. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050m-100, lot# 2591331, mfd. 24 jul 17, exp. 2022-07-24, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7045m-100, lot# 2591322, mfd. 22 aug 17, exp. 2022-08-22, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7040m-100, lot# 2591311, mfd. 12 jul 17, exp. 2022-07-12, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had pain relief for a month before complaining about pain symptoms after a misstep injury. The patient had an iliac wing fracture with possible implant loosening. There were no indications that any of the implants were malpositioned. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants to encourage healing of the fracture. This is a low severity and low occurrence event. The status of the patient following the procedure is not known.